Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's volume was inaccurate. The pump was under infusing during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. The investigation was unable to determine the intermittent of the error. Running three accuracy tests the pump was found to be working as programmed and intended. No fault was found with the device as all test passed. No repair was needed. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2120.